Event description:
It was reported that the patient presented post implant procedure. It was noted that the atrial lead exhibited failure to sense. Reprogramming was attempted but was not successful. No further intervention was performed and the patient will continue to be monitored. The patient was asymptomatic throughout the event.